Event description:
It was reported that upon opening, guidewire bent at 8 different areas. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed, but the root cause could not be determined. One 0.018 in. X 135 cm guidewire and its opened packaging was returned for evaluation. An initial visual observation revealed the guidewire to be bent in several spots along the device. Nine bends were observed along the guidewire. No other product was returned inside the packaging of the kit. A microscopic observation revealed some use residues. Nothing remarkable was found along any of the bends in the guidewire. Because the guidewire was returned opened from its packaging with some use residues observed during a microscopic observation, the complaint of bends along the guidewire is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that upon opening, guidewire bent at 8 different areas. No other information was provided.